Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system intra-operatively during a functional endoscopic sinus surgery (fess). It was reported that the site was having difficulty verifying the registration probe. The site said it would not verify in the divot. The site rebooted the system and then was able to verify the instrument. Surgery was delayed by less than one hour due to this issue. There was no reported patient impact.